Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report 1627487-2015-12373, reference MFR report 1627487-2015-12725. It was reported the patient's leads and ipg were explanted due to impedance issues, lead fractures and fluid in the header. The patient's issue was resolved and effective therapy was restored.

Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12373. It was reported the patient lost stimulation as the scs system (occipital placement, off label use) is auto-reducing. Images were taken which showed possible lead fractures. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).